Manufacturer narrative:
Results: evaluation of the returned unit confirmed there is power but no sound. Voice message does not play. Note: instructions for use state: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. Manufacturer reference file # (B)(4).

Event description:
Customer reported the alarm has power but no sound. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm. Customer did not provide a date when first discovered. No patient incident or injury was reported.